Event description:
Customer reported an intermittent keyboard error and poor image quality due to burned in monitors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the monitors and power cable assembly. System operates as intended.